Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (cl) and is chloride (cl) on eight patient samples. Of those eight, it was determined that 5 patients had erroneous na results that were reported outside of the laboratory and one patient had erroneous na and k results that were reported outside of the laboratory. All results are in mmol/l. The customer indicated that problems with the ise qc have been an ongoing issue since (B)(6) 2013. They have been running routine qc every 4 hours since then. As part of troubleshooting, the customer changed the internal standard the morning of (B)(6) 2013 and recalibrated. This did not help the qc. Patient (B)(6) had an initial na result of 128, which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501 (c501) instrument and generated a result of 138. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient (B)(6), female, date of birth (dob): (B)(6), had an initial na result of 128, which was reported outside of the laboratory. The sample was repeated on another c501 instrument and generated a result of 137. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient (B)(6), female, dob: (B)(6), had an initial na result of 129, which was reported outside of the laboratory. The sample was repeated on another c501 instrument and generated a result of 137. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient (B)(6), female, dob: (B)(6), had an initial na result of 126, which was reported outside of the laboratory. The sample was repeated on another c501 instrument and generated a result of 132, accompanied by a data flag. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient (B)(6), male, dob: (B)(6) 1940, had an initial na result of 128 and an initial k result of 3.88, both of which were reported outside of the laboratory. The sample was repeated on another c501 instrument and generated a result na result of 136 and a k result of 4.30. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient (B)(6), female, dob: (B)(6) 1952, had an initial na result of 131, which was reported outside of the laboratory. The sample was repeated on another c501 instrument and generated a result of 137. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The lot numbers and expiration dates for the na and k electrode were requested, but were not provided by the customer. The field service representative found a problem with a valve. He replaced the problem valve and another valve as a precaution. The customer performed calibration and qc. The customer also performed multiple precision runs, all tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer was able to provide lot number and expiration date for the k electrode. The k electrode lot number was f09, with an expiration date of 08/31/2014. The na electrode lot number was given as x2663, but an expiration date was not provided.

Manufacturer narrative:
Investigation of the calibration data provided for investigation indicate there were issues with reagent and standard handling. It was also noted that the customer's clotting time and centrifugation time were too short.